Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on a synchron lxi 725 system for multiple patients across multiple days. This report represents the erroneously elevated accutni result, above the acute myocardial infarction (ami) threshold, which was generated for one patient on (B)(6) 2012. The elevated accutni result was released from the laboratory, and the patient was transferred, and assumingly admitted, to another hospital due to the initial accutni result. The patient was subjected to an electrocardiogram and additional cardiac testing. The testing results were regarded as normal beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on the original laboratory's same instrument, the repeat accutni result was lower, within the normal reference range of the assay, and considered valid. Additional patient assay results were provided by the customer but were not questioned as part of this event. The sample was collected in a plasma lithium heparin tube and centrifuged prior to testing. The samples were run through the analyzer's closed tube aliquoter (cta). There were no sample quality issues noted. Beckman coulter inc. Assessment of customer provided instrument assay performance information indicated that all accutni quality control (qc) values were within the customer's established ranges during the timeframe of the event. A calibration performed prior to the event generated a calibration curve which was accepted as passing and had acceptable % coefficient of variations. Beckman coulter inc. Assessment of customer provided instrument assay performance information indicated that a routine system check performed prior to the event initially failed to meet instrument specifications, however, upon repeat met specifications. A routine system check performed prior to the event failed to meet instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 and (B)(4) 2012 for this event. The field service engineer (fse) performed major preventive maintenance activities on the instrument and replaced the substrate pump. A routine system check and a precision test both generated acceptable results. After completion of the necessary and verified repairs the instrument was returned into operation. A definitive root cause has not been determined to date for this event. Associated mdrs: 2122870-2012-00515, 2122870-2012-00559.